Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of cracked glue was found on the light guide lens and objective lens is traced to component failure. Moreover, the cause of white residue in the air/water supply could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, white residue was observed in the air/water supply and cracked glue was found on the light guide lens and objective lens. There was no patient involvement.